Event description:
It was reported that a versacross connect access solution for faradrive was selected for use. The versacross rf wire was damaged due to multiple exchanges and skaving was taking place, making it unusable. No patient complications were reported. The procedure was completed successfully. No further information was provided. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a versacross connect access solution for faradrive was selected for use. The versacross rf wire was damaged due to multiple exchanges and skaving was taking place, making it unusable. No patient complications were reported. The procedure was completed successfully. No further information was provided. The device is expected to be returned for analysis. The device was replaced and procedure completed successfully.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the versacross rf wire was visually inspected, and it has an insulation damaged. A skaving of rf wire was noted at its distal end. Additionally, the device passed the dimensional test, as the inspection of the wire body outer diameter, electrode height and electrode/heat shrink gap were within specifications. A labeling review was conducted, and it was determined there was evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use, which warns the user to 'do not use excessive force to advance or withdraw the versacross rf wire or ancillary sheath and/or dilator assembly. Excessive force may lead to bending or kinking of the device limiting advancement and retraction of sheath and/or dilator device'. Furthermore, 'do not attempt to insert or retract the versacross rf wire through a metal cannula or a percutaneous needle, which may damage the device and may cause patient injury.' The reported allegation of coating damage was confirmed. Also, the field describe event or problem (b5) in the section adverse event/product prob was updated to provide additional detail surrounding the case.